Manufacturer narrative:
The device history for 89020-mci-285-06-b004m131h was reviewed and all test criteria and processes were within specification for the medpor implant.

Event description:
The doctor reported that the patient received a medpor custom cranial implant in 2006 placed by another surgeon. The doctor stated that pus was on both sides of the area around the implant. The doctor stated that he drained and treated the area with antibiotics. The doctor stated that the area is "clearing up nicely." The doctor stated that the patient is doing fine.